Event description:
Event description guidant received information that during the implant of this pacemaker, testing revealed intermittant oversensing causing pacing inhibition while the autosense feature was programmed on. This feature was programmed off, resolving this issue. No adverse patient effects were observed. Subsequently, this patient's ventricular lead perforated the heart wall, causing a pleural effusion. The setscrew could not be retracted, and it was suspected that tissue was in the screw mechanism. Therefore, the physician tried to rotate the lead body to facilitate lead removal. The field representative inquired if thresholds would improve if lead was placed back in endocardium. Technical services advised that it may be possible for thresholds to improve if the lead was successfully placed in the endocardium.